Event description:
Customer reports that she obtained a result of 308mg/dl at 10:00pm and took 60 total units of insulin. A half hour later, the paramedics were called due to customer experiencing hypoglycemic symptoms. The paramedics reportedly tested customer at 40mg/dl and administered glucose orally and through an IV. No quality controls were used. Requested return of suspect device and replacement was sent.